Event description:
It was stated that insulin leaked past the o-rings. It was stated that the o-rings were not malformed in the package prior to use. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.